Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image displayed when connected to the processor; advises to check connection even after confirming that scope was correctly hooked up and all settings/connections were correct as well. No obvious cause or event for this and it was discovered when the technician was performing pre-procedure scope testing and realized no video image was displaying on the monitor. The same issue happened when we attempted to hook the scope up to another processor in one of our other procedure rooms" involving pentax model ec-3490li/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax on 06/25/2021. Pentax service inspectional findings included: right/ left brake knob markings faded, passed dry/wet leak tests, fluid invasion not observed in pve connector nor the control body. The customer complaint was not duplicated. Repairs were performed on the device which included replacement of the following components: o-rings and seals, electrical connector assy, and pcb for ccd drive pb-free. The device was shipped back to the customer on (B)(6) 2021. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.